Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged manual tube release (mtr) knob on channel c. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged mtr knob on channel c was confirmed during product evaluation. This condition was caused by a defective mtr knob. The channel c pumphead module was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous service on (B)(6) 2008 was for "c- manual release knob will not turn" the ch-c phm assembly was replaced.